Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a foreign body was found inside sterile packaging.

Manufacturer narrative:
Alleged failure: a foreign particle about 1mm was found inside the package. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be foreign material fell inside during packaging. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a foreign body was found inside sterile packaging.